Event description:
A malfunction was reported on a customer's pump, but no notable events occurred before the incident, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was malf 12, and the customer acknowledged having not reset the pump in the past 24 hours. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the malfunction reappears.